Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one intermate fill port cap was observed damaged (appeared cracked) during the prepping stage. The reported stated that the unit was not injected with any drugs. No patient involvement. No additional information provided.

Manufacturer narrative:
The device was manufactured between november 13, 2018 - november 14, 2018. The actual sample was received for evaluation. A visual inspection was performed which revealed a malformed fill port cap. The reported problem was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.